Event description:
User alleges one event of after performed a blood draw they were using the filter pro for air removal, the filter pro came off and sprayed blood. No blood exposure. Hospital reported no incorrect technique.

Manufacturer narrative:
Results - smiths medical asd, inc. Is unable to fully evaluate this report as the user facility did not retain the sample involved. If there was a crack in the unit, it would not have likely caused blood exposure as universal precautions are taken during the draw. Without the sample, there is no way to determine if there was an incomplete filter or missing filter in the unit. Another possibility would be the user's technique of expelling the air from the filter-pro air bubble removal device. The hospital did return 15 unopened samples from the lot in question. All 15 samples were both visually and function tested and no malfunction was found. A review of the manufacturing records does not have any remarks that would have an impact on this report. A review of the device instructions for use reveals that there is a precaution that states "failure to advance plunger slowly may disengage filter-pro resulting in splashing of blood." There is also a work step, a.4, that states "stop pushing the plunger when sample wets the filter. Pressure may release filter-pro from the syringe. Without the sample, we are unable to determine if this was due to a product malfunction or user error.